Event description:
Damage to the pump housing surrounding the usb port was reported, which affected the watertight integrity of the device. There was no adverse impact to the customer¿s blood glucose level. Customer continued using the current pumpl.